Event description:
Attorney's report of pt's alleged infection, fistula, pain and mesh explant due to defective mesh.

Manufacturer narrative:
Currently, it is unk whether or not the device caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our current knowledge.